Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and undefined errors occurred that caused "restriction" of insulin. There was no reported impact to customer's blood glucose. No additional information was provided. Customer declined assistance from tandem technical support.